Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to moisture damage on the force sensor resistor also, moisture damage was found on the electronics. No a33 alarm or a22 alarm noted. The insulin pump passed idle current test, run current test, self-test, off no power test, a21 error test, displacement test and rewind test. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had moisture damage. The customer states the pump was taken into the pool. The customer states there is fluid under the lcd screen. The customer states they received compromised force sensor system alarm and insulin was squirting out. The customer's blood glucose level at the time of incident was 270mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.